Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2023. The patient's blood glucose levels were not provided. Symptoms reported include vomiting and feeling fatigued. At the time the patient also had a uti. The patient was treated with intravenous fluids and additional medication for the uti. The patient stayed at the hospital for approximately 3-5 days. It is unknown if the pod was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.